Manufacturer narrative:
The repeat ferritin result was actually 23.59. The investigation determined that the e 602 module was operating within specification based on the provided alarm trace data. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received an erroneous elecsys ferritin result for one patient on the cobas 8000 e 602 module. The initial ferritin result was 0.88 and the repeat result was 2.59. No units of measure were provided. There was no allegation of an adverse event. It was not known if the erroneous result were reported outside of the laboratory. The ferritin reagent lot number was 29670100. The expiration date was not provided. The field service engineer performed preventative maintenance on (B)(6) 2018. There had been so issues since the service visit. Based on review of the provided qc the results were acceptable on (B)(6) 2018. There were no qc results on the day of the event.

Manufacturer narrative:
The date of event has been corrected. Further investigation determined that the provided calibration data is within specification.